Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during the loading sequence. Customer reloaded the same cartridge to resolve the issue. Customer's blood glucose was 342.